Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer experienced a high blood glucose level up to 600 mg/dl. Caller stated that the patient used her boyfriend's infusion sets and treated with a manual injection. The insulin pump will not be returned for analysis.